Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. Notes state that the patient noticed some swelling and a small lump along the lateral aspect of his hip and the incision which became acutely worse for which he underwent a irrigation and debridement; cultures taken showed coag negative staph. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 00875706001, continuum tm cup, 62282094. 00771301100, modular femoral stem, 62282094. 00875801436, it xlpe liner, 61596159. Unknown, biolox ceramic head, 27193379. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08527, 0001822565 - 2017 - 08526, 0001822565 - 2017 - 08529. Remains implanted.

Event description:
It was reported that the patient had an irrigation and debridement procedure twenty-two days post-implantation due to some swelling and a small lump along the lateral aspect of the hip and the incision. Attempts to obtain additional information have been made; however, no more is available.